Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿occlusion detector was not working¿ was not reproduced. The device was tested for ultrasonic sensor upstream occlusion, ultrasonic sensor upstream air and downstream occlusion tests with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump occlusion detector was not working. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.